Event description:
This report is being submitted to retract the initial report, MFR report number 0002023141-2023-02342 as this event has already been submitted and is a duplicate of MFR report number 0002023141-2023-02601 that was submitted on (B)(6) 2023.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: this supplemental mw is being submitted as a retraction of the initial report MFR report number 0002023141-2023-02342, which was found to be a duplicate of the same event already submitted under MFR report number 0002023141-2023-02601 on 21-sep-2023. No additional reports will be submitted under MFR report number 0002023141-2023-02342.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text: summary investigation.

Event description:
It was reported that the patient went in for a follow up appointment and complained of discomfort at implant tooth site #12. The patient had developed an infection/abscess. The apical area of the implant was slightly tender to palpation, there was no swelling nor oozing and marginal are within normal limits (wnl). The patient was given amoxicillin (+) clavulanic acid (augmentin) 875mg 14 caps and methylprednisolone (medrol) pr. The implant was removed, dental area was curetted and irrigated with chlorhexidine and dressing was placed.